Manufacturer narrative:
The insulin pump had intermittent up button response due to corroded keypad traces. No ramping number on their own or scrolling bar moving anomaly noted. All operating currents are normal and no unexpected low battery or off no power alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 196 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.